Manufacturer narrative:
The unit did not receive power error during insulin pump therapy. The unit was returned due to customer receiving power error safety notice only. The unit was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the caller insisted upon receiving the same type of insulin pump with updated software. The insulin pump was returned for analysis.